Event description:
It was reported that high impedance and sensing with an increase in capture were found. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.